Event description:
Reporter stated the infusion device does not deliver full bolus amounts and no warning/error messages are provided to indicate the delivery has stopped. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).